Manufacturer narrative:
(B)(4). Date sent 3/13/2025. D4 batch #873c60. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with excessive corrosion on all device body with a reload loaded and the reload had corrosion as well. The reload was received void of staples with only one b-formed staple in the cartridge, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. It was removed with slight difficulty due to the fluids. In addition, two b-formed staples inside the bubble wrap along with tissue were received. They are the only staples that returned and were properly formed. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The reported event and the condition of the returned reload is consisted with excess of tissue as tissue that is too wide or thick to fit comfortably in the jaw aperture may indicate there is too much tissue to transect in a single firing. Attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 873c60, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 3/11/2025. In addition, two b-formed staples inside the bubble wrap along with tissue were received. They are the only staples that returned and were properly formed. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The reported event and the condition of the returned reload is consisted with excess of tissue as tissue that is too wide or thick to fit comfortably in the jaw aperture may indicate there is too much tissue to transect in a single firing. Attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result.

Manufacturer narrative:
(B)(4). Date sent 12/9/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. Additional information received: the procedure was performed by experienced or scrub nurses, and both the scrub nurse as well as the surgeon already work for many years with our echelon contour. They removed a colorectal tumor with the echelon contour, in the case of a hipec procedure. Since the abdomen is washed with chemotherapy after debulking/resection it¿s really important to have a watertight seal after a colorectal resection. They used the echelon contour and after removal of the device they saw an open rectal stump, they were able to see the lumen. The staples were still in the cartridge. The cutline of the rectum was smooth, not ragged, so the knife went properly through the tissue. They worked with the device in the smaller pelvis and therefore they had to suture the stump from stitch to stich. In the end the patient recovered well and luckily they had more space to oversew the stump since the uterus was already removed. Nevertheless, this could have been worse for the patient. The surgeon still has confidence in our products and sees it as an incidence, but he definitely wants to know the outcome of the complaint evaluation.

Manufacturer narrative:
(B)(4). Date sent 11/7/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the echelon contour was fired, the knife went through the colon but no staples were formed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 1/2/2025. D4 batch #873c60. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with excessive corrosion on all device body with a reload loaded and the reload had corrosion as well. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. It was removed with slight difficulty due to the fluids. A test reload was installed and the retaining pin was connected, the device was tried to tested with a test reload, however, it could not be closed due to body fluids. No functional test was performed due to the condition of the device. The event described could not be confirmed as the reload was received fully fired with the washer cut. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 873c60, and no non-conformances were identified.